Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur, and the customer was able to continue using the pump. The customer was instructed to call back if the malfunction code recurred and acknowledged this guidance.